Manufacturer narrative:
Eval: the customer has returned one mandril guide in a used and damaged condition. A visual examination discovered the returned item to be an stf-18sp-40-aust device. During the investigation it was discovered the returned items were manufactured from a stainless steel material. The reported device, pmg-18sp-xx-cope-nt is manufactured with a nitinol wire and platinum coil. Therefore, the info provided by customer conflicts with the investigation of findings. Nevertheless, the investigation found approx 7mm of the proximal end of the stainless steel coil to be attached to the mandril wire at the proximal solder junction, with evidence of coil elongation. Two add'l sections 1 cm in length and identified to be a section of the coil located at the distal end. The distal weld ball was intact, with a kink in the material approx 3 mm from the distal tip. The second section of coil material returned measured approx 2.5 cm in length with no signs of material inadvertent, contact was made with the needle bevel resulting in the separation encountered. We do warn in our labeling, "withdrawal or manipulation of the distal spring coil portion of wire guide through the needle tip may result in breakage." This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.